Event description:
A discordant, falsely low calcium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s) because the instrument flagged the result with a delta check, indicating that the result did not match historical results for that patient. The sample was rerun on the same instrument and resulted higher. The rerun result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse proactively aligned probes that utilize server 2. The cse performed service tests on the system, all of which passed. During follow-up with the customer on a later date, the customer stated that no additional discordant results had been obtained. The cause of the discordant, falsely low calcium result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.